Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. On post-operative day 18, a single leaflet device attachment (slda) was detected and the patient underwent redo ten days later. Patient had functional tricuspid regurgitation (tr). There were no anatomical or procedural complications. The initial tr grade before the index procedure was severe, it was mild immediately after the index procedure, severe after the slda happened. On post-operative day 28, the patient underwent redo procedure. The slda was stabilized, and residual tr was graded as mild.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information does not suggest what caused the complaint event. According to provided information, there were no anatomical, procedural or imaging related complication. Moreover, no issues were detected during procedure. Therefore, the evaluation of the available information could not identity a potential root cause for this event. Since no edwards defect was identified, corrective or preventative actions are not required.